Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient developed a seroma wherein floseal was applied. During an unspecified fistula or graft surgery floseal was applied to treat oozing surgical bleeding. Excess floseal was irrigated away; however, some clumps that were attached to the area, were not removed. After an unspecified amount of time post-surgical, a seroma formation was observed at the incision site where floseal was used. The patient underwent an aspiration and sclerosant in interventional radiology. No further information was available at the time of this report.

Manufacturer narrative:
Additional information: h10. H11: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: c, g1, and g4. H11: should additional relevant information become available, a supplemental report will be submitted.